Event description:
Hamilton medical ag received the following incident description: ventilator alarmed with technical fault 5505.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: ventilator alarmed with technical fault 5505.